Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.  The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was not communicating with external devices. The patient had an unrelated surgery and did not put the ipg into surgery mode. As a result the ipg is inoperable. Troubleshooting was attempted without success. As a result, surgical intervention may occur.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information indicates the patient had their ipg explanted and replaced which resolved the issue.